Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found multiple internal insulation abrasions breaching the ring electrode and the right ventricular cable lumens.